Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection equal to or under 1 hour occurred. No product or data related to issue was provided. No product or data was returned for investigation of probable cause. No injury or medical intervention was reported.